Event description:
It was reported that the patient was experiencing an increase in seizures. The generator was at ifi - yes and the physician was referred for generator replacement. Hospital notes dated (B)(6) 2015 note that the patient was admitted due to interval sharp increase in seizure frequency from a baseline of about 10-15 per day to greater than 20 a day. Intravenous medications were given. Device diagnostics showed the device was functioning within normal limits. The patient underwent generator replacement. The explanted generator has not been received to date. No additional relevant information has been received to date.

Event description:
It was reported that the generator was not discarded and would be returned for analysis. The generator has not been received to date.

Event description:
Further follow-up revealed that the generator was erroneously reported that it would be returning for analysis. The generator has in fact been discarded and will not be returning.

Event description:
The physician indicated that the increase in seizures began on (B)(6) 2015 and that they were not related to vns therapy. The patient's generator replacement was prophylactic. The increase in seizures was below the patient's pre-vns baseline frequency and there were no causal or contributory programming changes, medication changes, or other external factors that preceded the onset of the event. It was reported that the explanting facility discarded the explanted generator; therefore, no product analysis can be performed.